Event description:
Pt was injected with radiesse dermal filler in cheeks, nasolabial folds and marionette lines. There was noticeable blanching on one side, at the time of the injections. The pt developed swelling, pain and crusting on one side.

Manufacturer narrative:
The possible necrosis, due to injection site blanching was reported to bioform medical. During a follow-up with the physician, it was reported that the pt's symptoms were resolving. Diagnosis of necrosis was not confirmed by the physician and no additional info was reported. The device history records for radiesse lot 1011071 were reviewed; this lot met all testing specifications.